Event description:
[Redacted] received a work order for a broken bed. When he went to look at the bed, it was a new linet bed. The o2 holder was in the receptacle at the head of the bed. The rn did not know it was on the bed. She pushed the bed against the wall, the holder swung out. It was covered by the curtain, so she didn't notice it. When she lowered the bed, it wedged the holder and now the bed will not work.